Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reporter indicated patient is dong well and has no further issues.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported laser energy fluctuation with an incomplete corneal side cut during a laser cornea flap creation of the right eye. Reporter indicated during the laser treatment opaque bubble layer (obl) was observed and the side cut and flap was not separated from the stromal bed at this location. Reporter stated a 26 gauge needle was used to separate this area. The stromal bed quality was smooth and side cut result was good after this manual separation was performed. No further complications occurred.

Manufacturer narrative:
No technical services were requested by the customer, or performed on the laser system due to the reported event. Ocular movement during treatment, ocular anatomy, loss of suction and improper docking may contribute to, or be the root cause of incomplete side cut and production of opaque bubble layer (obl). The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).